Event description:
Patient has been on therapy receiving hydration for pregnancy. She is very comfortable using the acclaim pump. She went to start the infusion and the acclaim pump alarmed an error 112. Patient called our staff. Our rn explained that we would need to send out a new pump and had her gravity the fluids in over night until a new pump could be given to the patient.